Event description:
A patient with circumferential calcification at the left iliac landing zone underwent aaa procedure in 2008. When the delivery system of the left iliac leg graft was flushed, fluid did not exit the distal dilator tip and the flushing solution of heparinized saline was all leaking from the hemostatic valve. However, deployment continued by inserting another sheath into the hemostatic valve to minimize leakage. Confirmatory angiography revealed a distal type I endoleak around the distal end of the left iliac leg graft. The distance from the distal landing zone to the left internal iliac artery was long enough to deploy an iliac leg extension. Another iliac leg graft was deployed right above the bifurcation of the common iliac artery, landing 0.7 stent in the native vessel in order to secure a good seal at the site. Confirmatory angiogram confirmed the resolution of the endoleak. The physician stated that the type I endoleak possibly occurred due to calcification at the left iliac landing zone. Patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.